Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that system performed as intended. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through reproducibility analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was unable to load a patient exam disc on the navigation system. When trying to load the structured dicom, they received a message that the disc was not formatted properly. They tried running unstructured dicom and it would not get past the patient loading. When they pulled the cd, the patient exam info popped up. They had been trying to load the exam for 7-10 minutes. No patient was present at the time of the event. An update stated that the site was unable to get it to load and ultimately did the case without navigation. A manufacturer representative went down to the facility to pick up the troublesome disc, but the site was unable to find the disc and couldn¿t remember which patient/procedure the error occurred upon.